Manufacturer narrative:
Corrected fields: a1, a3, b5, d5, e1(event site email), h6(patient codes). Good faith effort (gfe) attempts were made to the customer to obtain additional information on this complaint event. However, despite our best efforts, the customer has not responded to any of our gfes. Additional information has been requested from the national repair center (nrc). A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that new batteries for the cs300 intra-aortic balloon pump (iabp) were put on a load and failed. The customer put back the old set of batteries to get the iabp working. This complaint is considered an out-of box-failure. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that new batteries for the cs300 intra-aortic balloon pump (iabp) were put on a load and failed. The customer put back the old set of batteries to get the iabp working. This complaint is considered an out-of box-failure. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The national repair center (nrc) reported that the suspected faulty oob batteries were sent to sustaining engineering for evaluation. In order to reproduce the failure, a repair technician installed the suspected battery in the cs300 test fixture. The system failed the battery test; the system shuts down when ac power is unplug. The battery voltages were taken: 12.9 volts on both batteries. The repair technician run the battery on the maccor and failed to charge the battery. The batteries were internally malfunctioning, and were sent to the supplier per procedure. The supplier returned the batteries to sustaining engineering and reported that both batteries were charged and discharged at the 1 hour rate, 10.3a. One battery failed immediately, while the second battery passed the 1 hour discharge test. The second battery, however, failed on recharge. Both failures were consistent with an internal short possibly caused by an inadequate internal connection, possibly compounded by mechanical shock, such as a dropped battery. Sustaining engineering reported that as per procedure, the batteries will be discarded.

Manufacturer narrative:
A production device history record (DHR) review is not required as this complaint is for an out-of-box part failure. The suspected faulty batteries have been requested to be returned to the getinge national repair center (nrc) for failure analysis. A supplemental report will be submitted when additional information is provided. (B)(6).

Event description:
It was reported that new batteries of the cs300 intra-aortic balloon pump (iabp) were put on a load and failed. The customer put back the old set of batteries to get the iabp working. This complaint is considered an out-of box-failure. It is unknown under which circumstances this event occurred or if there was any patient involvement; however there was no adverse event reported.